Event description:
It was reported to boston scientific corporation in 2007, that a resolution clip device was used during a procedure performed on the same day, (patient gender, age, and weight are unknown). According to the complainant, during the procedure the clip did not release from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. Product unavailable for analysis.